Event description:
It was reported that the patient stated this inflatable penile prosthesis (ipp) was not working properly, as pump was staying collapsed preventing cylinder inflation. The physician evaluated the device and confirmed the issue; therefore, a revision surgery was performed, in which it was noted that the tubing between reservoir and pump was disconnected. The system was purged, cleaned, refilled and reconnected. No components were replaced, and no patient complications were reported.

Manufacturer narrative:
The exact event date was not available, therefore the date 11/01/2024 was used as estimate, as it was reported that device issues started in (B)(6) 2024. Additional information updated: b5: describe event/problem. B1: adverse event/product problem. B2: outcomes attrib to adv event. D6b: explant date. H6: impact and device codes.

Event description:
It was reported that the patient stated this inflatable penile prosthesis (ipp) was not working properly, as pump is staying collapsed preventing cylinder inflation. The physician evaluated the device and confirmed the issue; therefore, a replacement surgery was scheduled. No additional information was reported.

Manufacturer narrative:
The exact event date was not available, therefore the date 11/01/2024 was used as estimate, as it was reported that device issues started in november 2024.